Manufacturer narrative:
The evaluation of the event is on-going. Should additional information be received, a supplemental report will be provided.

Event description:
The customer reported that his olympus evis exera iii xenon light source has been periodically presenting a b30 scope communication error during procedure preparation despite cleaning the contacts and trying different scopes. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.